Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
Staples are not releasing when handle is squeezed, or they are falling out and dont bend to form the stapled shape.